Manufacturer narrative:
Sample material was submitted for further investigation and tested on an e801 module with prolactin ii reagent lot 426984. The result with no polyethylene glycol (peg) precipitation testing was: 1188 ng/ml the result with polyethylene glycol (peg) precipitation testing was: 1211 ng/ml these results correspond to the results from the preliminary investigation. The investigation is ongoing.

Manufacturer narrative:
The sample was sent to an external laboratory for testing by the siemens centaur method. The prolactin result from the siemens method corresponded to the roche result. The siemens result was 996.4 ng/ml; the expected result for a male is between 2.1 ng/ml - 17.7 ng/ml. All prolactin results were high and show the same clinical picture. High prolactin results are discussed in product labeling: "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation performed polyethylene glycol (peg) precipitation testing. Refer to attached data for the results. The investigation is ongoing.

Event description:
The initial reporter questioned results for 1 patient tested for elecsys prolactin ii (prolactin ii) on a cobas e801 module. The results from the customer site were reported outside of the laboratory where the physician requested the sample undergo further investigation. The sample was submitted for investigation and discrepant results were identified between the customer¿s e801 module and the e801 module used at the investigation site. Refer to attached data for the results. The customer¿s e801 module serial number was not provided. The e801 module serial number used at the investigation site was 14d9-06. The prolactin ii reagent lot used at the investigation site was 426984 with an expiration date of feb-2021.